Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, a further cause could not be presumed from the information provided for this investigation. It could not be determined if the phenomenon was caused by misuse. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Due diligence was executed for this event. Customer provided available information. The device is returned, and an evaluation completed for it. The user¿s complaint of no image was not duplicated. Upon inspection and testing, it was observed that image was available for the device. However, there were excessive broken fibers for the image guide causing black dots in the image. Other observations for the device: minor crack at distal end cover; crack at distal end; dent at insertion tube; looseness between scope connector and ultrasound connector; and tiny chips at pink rubber of probe unit. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device yielded no image. There was no error message received for the device. There is no harm to any patient. No other details are available from the customer. When the device was tested at the facility, back dots were observed on the image.